Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently unresponsive. There was no reported adverse impact to the customer. Customer did not respond to follow up attempts by tandem technical support to obtain additional specific information.